Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("left essure coil was embedded into the myometrium of the patient's uterus"), device dislocation ("right essure coil was placed outside of the patient's tube completely and was identified as being embedded in the right retroperitoneal sidewall with attachment to small bowel") and pelvic pain ("pelvic pain") in a 39-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal pain, nausea, vaginal discharge and hematuria. On (B)(6) 2013: reason for exam: check for essure placement. The study of pelvis demonstrate 2 essures. One is noted at right upper pelvic cavity. Other one is seen at central upper pelvic cavity. Visualized bony structure is unremarkable. Concurrent conditions included overweight, congenital multiplex arthrogryposis, chronic lumbago, cervicitis and bladder injury. Concomitant products included docusate sodium, famotidine, ferrous sulfate, heparin, hydrocodone bitartrate;paracetamol (norco), ibuprofen (motrin), ketorolac tromethamine (ketorolac), morphine and salbutamol (albuterol). In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced vaginal haemorrhage ("heavy vaginal bleeding/ abnormal bleeding (vaginal)"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("painful menstrual cycles"), dyspareunia ("dyspareunia"), alopecia ("hair loss"), fatigue ("fatigue"), nausea ("nausea"), depression ("depression"), female sexual dysfunction ("apareunia"), abdominal pain upper ("stomach pain") and inflammation ("essure made inflammation worse") and was found to have weight increased ("weight gain"). The patient was treated with surgery (exploratory laparotomy, (B)(6) 2013 total abdominal hysterectomy, uterus and cervix removed, leaving ovaries). Essure was removed on (B)(6) 2013. At the time of the report, the embedded device, device dislocation, abdominal pain, menorrhagia, vaginal haemorrhage, dysmenorrhoea, dyspareunia, alopecia, fatigue, nausea, depression, weight increased, female sexual dysfunction and abdominal pain upper outcome was unknown, the pelvic pain had resolved and the inflammation was resolving. The reporter considered abdominal pain, abdominal pain upper, alopecia, depression, device dislocation, dysmenorrhoea, dyspareunia, embedded device, fatigue, female sexual dysfunction, inflammation, menorrhagia, nausea, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.1 kg/sqm. Ultrasound pelvis - on (B)(6) 2013: echogenic focus in the left endometrium likely due to and essure device with the left coiled. Not identified in the fallopian tube. The right coil is not visualized. Most recent follow-up information incorporated above includes: on 28-mar-2019: medical record received. Reporter's information was added. Ethnicity and lab data were added. Added event 'embedded device' and "device dislocation". Concomitant condition, concomitant drug were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and device expulsion ("migration of essure (uterus and bowel)") in a 39-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight and congenital multiplex arthrogryposis. In (B)(6) 2010, the patient had essure inserted. In january 2011, the patient experienced vaginal haemorrhage ("heavy vaginal bleeding/ abnormal bleeding (vaginal)"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2013, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced alopecia ("hair loss"), dysmenorrhoea ("painful menstrual cycles"), abdominal pain ("abdominal pain"), menorrhagia ("abnormal bleeding (menorrhagia)"), dyspareunia ("dyspareunia"), fatigue ("fatigue"), nausea ("nausea"), depression ("depression"), weight increased ("weight gain"), female sexual dysfunction ("apareunia"), abdominal pain upper ("stomach pain") and inflammation ("essure made inflammation worse"). The patient was treated with surgery (total hysterectomy, uterus and cervix removed, leaving ovaries) and surgery ((B)(6) 2013 total hysterectomy, uterus and cervix removed, leaving ovaries). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain had resolved, the device expulsion, alopecia, dysmenorrhoea, abdominal pain, vaginal haemorrhage, menorrhagia, dyspareunia, fatigue, nausea, depression, weight increased, female sexual dysfunction and abdominal pain upper outcome was unknown and the inflammation was resolving. The reporter considered abdominal pain, abdominal pain upper, alopecia, depression, device expulsion, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, inflammation, menorrhagia, nausea, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.1 kg/sqm. Most recent follow-up information incorporated above includes: on 4-apr-2018: plaintiff fact sheet and medical records received. New reporters added. Patient¿s demographics added. Essure indication updated. New events abnormal bleeding (menorrhagia), apareunia, dyspareunia, fatigue, migration of essure (uterus and bowel), nausea, psychological or psychiatric problems (depression), weight gain, essure made inflammation worse and stomach pain were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('left essure coil was embedded into the myometrium of the patient's uterus'), device dislocation ('right essure coil was placed outside of the patient's tube completely and was identified as being embedded in the right retroperitoneal sidewall with attachment to small bowel') and pelvic pain ('pelvic pain') in a 39-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal pain, nausea, vaginal discharge and hematuria. On (B)(6) 2013: reason for exam: check for essure placement. The study of pelvis demonstrate 2 essures. One is noted at right upper pelvic cavity. Other one is seen at central upper pelvic cavity. Visualized bony structure is unremarkable. Concurrent conditions included overweight, congenital multiplex arthrogryposis, chronic lumbago, cervicitis and bladder injury. Concomitant products included docusate sodium, famotidine, ferrous sulfate, heparin, hydrocodone bitartrate;paracetamol (norco), ibuprofen (motrin), ketorolac tromethamine (ketorolac), morphine and salbutamol (albuterol). In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced vaginal haemorrhage ("heavy vaginal bleeding/ abnormal bleeding (vaginal)"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("painful menstrual cycles"), dyspareunia ("dyspareunia"), alopecia ("hair loss"), fatigue ("fatigue"), nausea ("nausea"), depression ("depression"), female sexual dysfunction ("apareunia"), abdominal pain upper ("stomach pain") and inflammation ("essure made inflammation worse") and was found to have weight increased ("weight gain") and weight decreased ("I lost good 50 pounds"). The patient was treated with surgery (exploratory laparotomy, (B)(6) 2013 total abdominal hysterectomy, leaving ovaries and total hysterectomy, uterus and cervix removed, leaving ovaries). Essure was removed on (B)(6) 2013. At the time of the report, the embedded device, device dislocation, abdominal pain, menorrhagia, vaginal haemorrhage, dysmenorrhoea, dyspareunia, alopecia, fatigue, nausea, depression, weight increased, female sexual dysfunction, abdominal pain upper and weight decreased outcome was unknown, the pelvic pain had resolved and the inflammation was resolving. The reporter considered abdominal pain, abdominal pain upper, alopecia, depression, device dislocation, dysmenorrhoea, dyspareunia, embedded device, fatigue, female sexual dysfunction, inflammation, menorrhagia, nausea, pelvic pain, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: discrepancy in essure removal - (B)(6) 2013 and (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.1 kg/sqm. Ultrasound pelvis - on (B)(6) 2013: echogenic focus in the left endometrium likely due to and essure device with the left coiled not identified in the fallopian tube. The right coil is not visualized. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-may-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('left essure coil was embedded into the myometrium of the patient's uterus'), device dislocation ('right essure coil was placed outside of the patient's tube completely and was identified as being embedded in the right retroperitoneal sidewall with attachment to small bowel') and pelvic pain ('pelvic pain') in a 39-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal pain, nausea, vaginal discharge and hematuria. On (B)(6) 2013: reason for exam: check for essure placement. The study of pelvis demonstrate 2 essures. One is noted at right upper pelvic cavity. Other one is seen at central upper pelvic cavity. Visualized bony structure is unremarkable. Concurrent conditions included overweight, congenital multiplex arthrogryposis, chronic lumbago, cervicitis and bladder injury. Concomitant products included docusate sodium, famotidine, ferrous sulfate, heparin, hydrocodone bitartrate;paracetamol (norco), ibuprofen (motrin), ketorolac tromethamine (ketorolac), morphine and salbutamol (albuterol). In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced vaginal haemorrhage ("heavy vaginal bleeding/ abnormal bleeding (vaginal)"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("painful menstrual cycles"), dyspareunia ("dyspareunia"), alopecia ("hair loss"), fatigue ("fatigue"), nausea ("nausea"), depression ("depression"), female sexual dysfunction ("apareunia"), abdominal pain upper ("stomach pain") and inflammation ("essure made inflammation worse") and was found to have weight increased ("weight gain") and weight decreased ("I lost good 50 pounds"). The patient was treated with surgery (exploratory laparotomy, (B)(6) 2013 total abdominal hysterectomy, leaving ovaries and total hysterectomy, uterus and cervix removed, leaving ovaries). Essure was removed on 18-jul-2013. At the time of the report, the embedded device, device dislocation, abdominal pain, menorrhagia, vaginal haemorrhage, dysmenorrhoea, dyspareunia, alopecia, fatigue, nausea, depression, weight increased, female sexual dysfunction, abdominal pain upper and weight decreased outcome was unknown, the pelvic pain had resolved and the inflammation was resolving. The reporter considered abdominal pain, abdominal pain upper, alopecia, depression, device dislocation, dysmenorrhoea, dyspareunia, embedded device, fatigue, female sexual dysfunction, inflammation, menorrhagia, nausea, pelvic pain, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: discrepancy in essure removal - jun-2013 and 18-jul-2013. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.1 kg/sqm. Ultrasound pelvis - on (B)(6) 2013: echogenic focus in the left endometrium likely due to and essure device with the left coiled. Not identified in the fallopian tube. The right coil is not visualized. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. New events added: I lost good 50 pounds. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), dysmenorrhoea ("painful menstrual cycles"), abdominal pain ("abdominal pain") and vaginal haemorrhage ("heavy vaginal bleeding"). The patient was treated with surgery (to remove the essure device). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, alopecia, dysmenorrhoea, abdominal pain and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, alopecia, dysmenorrhoea, pelvic pain and vaginal haemorrhage to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.